Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed. And it was determined, that the motor device was experiencing heat and was cracked. It was further determined, that the device had moving parts that did not move smoothly, corrosion/rusting/pitting, air leak, component damage, and the device could not engage attachment. It was also reported, that device disassembly revealed, various cleaning agent residues. And heavily soiled, as well as rusty components, which indicate improper or lack of maintenance. It was noted, that the shaft was cracked on one side of the bore and the inner hose was almost completely torn off in the swivel area. It was further determined, that the device failed pretest for visual assessment, attachment assessment, and temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined, to be due to maintenance, which is improper maintenance.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The initial reporter's phone number was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from south korea that the motor device had an overheating issue and was unable to lock an attachment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.